Event description:
The customer received a blood glucose reading of 554mg/dl on the contour meter, re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter was replaced at the request of the customer. Test strip information was not provided.